Event description:
Following a carotid angiogram an angio-seal device was deployed in the patient's right groin without difficulty. A predeployment angiogram was performed. Three days post-procedure the patient presented to the physician's office where an ultrasound was performed; the results identified a subtotal occlusion of the superficial femoral artery (sfa). The patient was placed on a course of coumadin and elected to have no further treatment. As of 9/10/99 there has been no further report of complication or adverse patient event made to the manufacturer.